Event description:
It is reported that the device was implanted in early 2008 and was explanted on approx eight months later, due to the pt experiencing pain and infection.

Manufacturer narrative:
Eval summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. It has been determined through this investigation that the devices specified in this complaint met the sterility assurance requirements of the FDA regulation and iso standards. Therefore, it is unlikely that the specified device caused or contributed to the pt infection. H6: eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers ths investigation closed.